Event description:
It was reported that the customer was hospitalized in (B)(6) 2015. Cusomer's blood glucose level at the time of the hospitalization was in the 300mg/dl range. Customer was treated with manual injection. It was also mentioned that the customer received motor error alarms. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.